Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. Internal file no: (B)(4). This report was filed by the manufacturer. The set has been rec'd and the evaluation is pending. A f/u report will be submitted with failure investigation results once the evaluation has been completed.

Event description:
The customer reported the set burst when connected and blood spattered on the nurse. No patient harm or medical intervention reported. Although requested, no further patient/event info provided.